Event description:
It was reported that a patient experienced fungal peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. On unreported date(s), the patient was treated with primaxin 100mg, 4 times a day for 14 days (route not reported) for the peritonitis. On an unreported date, primaxin therapy was discontinued. On an unreported date, the patients¿ pd catheter was removed, dianeal therapies were discontinued, and the patient was started on hemodialysis. Eight days after being hospitalized for the peritonitis, the patient was discharged. It was reported that the patient was recovered from the peritonitis event. Additional information was requested but is not available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h14d12050 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A batch review will be performed for the potentially associated lot number(s) h14d12050. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.